Event description:
The manufacturer received information alleging a ventilator was not working. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not working. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not working and the device was returned to the manufacturer for evaluation and the system board was replaced the issue. The manufacturer did not replace any parts related to the allegation. In addition to the system board; the blower, blower tubing chassis, oxygen tubing, display ribbon cable, and the blower mount were all replaced by a third party service center due to a ventilator inoperative error prior to arriving at the manufacturer service center.